Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got a no delivery alarm, she changed into the last set she had available as she was out of town. Then went to hospital for needles and they admitted her on (B)(6) 2018. Blood glucose value was over 400 mg/dl at the time of the incident. The customer was treated with an IV drip. Troubleshooting was performed and discovered the customer had a bent cannula. The device will not be returned.